Event description:
During a pulmonary vein isolation procedure, it was noted blood was leaking from the introducer valve. It was noted that a non-abbott (boston scientific versacross) was used prior to the issue. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid leak could not be conclusively determined.